Manufacturer narrative:
Removed device code - difficult to advance. H6 - component code: corrected. H6 - device code: corrected. H6: updated patient and impact code. The complaint device was not returned by the customer. However, a media attached to the parent record shows a portion of the hypotube but does not show any evidence of the reported issue.

Event description:
It was reported that the burr fractured and the patient expired. A 1.50mm rotapro and a rotawire drive were selected for use in the moderately tortuous and severely calcified mid circumflex artery. During the procedure, after the rotawire drive crossed the lesion, advancement was not successful. Furthermore, a 1.25x20 non-boston scientific device did cross. The rotawire drive was replaced and a 1.50mm rotapro burr was advanced. While burring severe angulation of the cx ostium lesion, the rotapro burr slightly decelerated by approximately 10,000rpm and stalled. A light pull on the rotapro burr was attempted and it fractured at the hypotube portion. Dynaglide mode was not successfully used. The procedure was cancelled. At an unknown time, the patient expired. It was further reported that the rotapro burr was not fractured; rather, the end of the rotapro was fractured/evolsed, leaving the lower portion of the rotapro and the tip of the rotawire in the coronary artery, while the rest of the rotapro was able to be taken out. The tip of the rotawire was broken off at the site where the rotapro fractured/evolsed. The fractured rotapro burr became lodged in the vessel, leading to occlusion of the circumflex (cx) artery, which resulted in acute myocardial infarction and was listed as the official cause of patient death. Multiple retrieval attempts were made, including trying 3-4 variations of snares, attempting to wrap a wire around the broken device, and using an 8f guidezilla to facilitate access. Additionally, efforts were made to wire the lad and use a low-pressure balloon in an attempt to free up the broken burr and allow for snare removal. Despite these measures, the device could not be retrieved, and the patient went into ventricular fibrillation (vf) due to ischemia from the occluded cx. An autopsy was declined and not performed. The physician stated that had the burr not fractured and gotten stuck, the patient would not have gone into vf.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr fractured and the patient expired. A 1.50mm rotapro and a rotawire drive were selected for use in the moderately tortuous and severely calcified mid circumflex artery. During the procedure, after the rotawire drive crossed the lesion, advancement was not successful. Furthermore, a 1.25x20 non-boston scientific device did cross. The rotawire drive was replaced and a 1.50mm rotapro burr was advanced. While burring severe angulation of the cx ostium lesion, the rotapro burr slightly decelerated by approximately 10,000rpm and stalled. A light pull on the rotapro burr was attempted and it fractured at the hypotube portion. Dynaglide mode was not successfully used. The procedure was cancelled. At an unknown time, the patient expired.